Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown transmitter issue occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be transmitter failure due to low transmitter battery voltage. The reported event of an unknown transmitter issue is reportable based on the finding of a transmitter failure. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed due to 0 voltage.